Manufacturer narrative:
The customer's meter was received for investigation. It appeared undamaged and clean on the outside. The meter was tested with relevant retention test strips (lot 206631-10 and 119112-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter: marcumar 3: 2.0 inr, 2.1 inr for 206631, marcumar 4: 2.3 inr, 2.3 inr for 206631-10. Retention strips/customer meter: marcumar 3: 2.1 for 119112-10, marcumar 4: 2.3 for 119112-10. The returned customer material and retention material complied with specification. The customer's test strips will not be returned.

Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable results from the customer's coaguchek xs meter serial number (B)(4). The result from a coaguchek xs in surgery was 3.5 inr. The result from the customer's meter was 4.1 inr. The customer was using a different lot number of test strips than the surgery meter. The specific lit number used was not known but was either 11911210 or 20663110. Another poc test was also performed, but the customer was not sure what this was. He stated it involved putting his sample in some solution. The result was 3.5 inr. The result was reported to the patient and/or medical personnel treating the patient. The patient was not adversely affected. The time between tests was one hour. The customer has no known limitations, interference, polycythemia, or lupus, and no underlying conditions. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The suspect product was requested to be returned and replacement product was sent. Error codes were noted in the patient result report from the meter. The memory also shows the wrong date for all measurements. Relevant retention test strips (lot 206631-10 and 119112-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. For lot 206631-10, retention strips/retention meter, marcumar 1: 2.2 inr, marcumar 2: 2.3 inr, master lot/retention meter, marcumar 1:2.1 inr, marcumar 2: 2.2 inr. The obtained results showed a maximum difference of 0.1 inr between retention samples and masterlot. No error messages occurred and retention material complied with specification. For lot 119112-10, retention strips/retention meter, marcumar 1: 2.1 inr, marcumar 2: 2.2 inr, master lot/retention meter, marcumar 1:2.1 inr, marcumar 2: 2.2 inr. The obtained results showed a maximum difference of 0.0 inr between retention samples and masterlot. No error messages occurred and retention material complied with specification.